Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) died of a stroke on january 8, 1998. Interrogation of the device following the patient death indicated that the ICD had undergone a reset. The ICD was explanted.